Event description:
The customer reported that an erroneously elevated cardiac troponin (accutni) result, above the acute myocardial infarction threshold, was generated on the unicel dxc 600i synchron access clinical system for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that repeat testing of the patient's sample was performed on the original instrument, as well as an alternate instrument, which both generated results within the normal reference range of the assay. The initial erroneous accutni result was not reported out of the laboratory and hence no death, serious injury or modification to patient treatment was associated with this event. The sample was collected via venipuncture into a lithium heparin tube, was tested within two hours of collection and was centrifuged prior to testing. The sample was clear, with no visible icteris, lipemia or hemolysis. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that, during the timeframe of the event, the instrument accutni quality control (qc) results for both accutni levels were within two standard deviations of established mean values. Beckman coulter inc. Assessment of customer supplied instrument performance data also indicated that a calibration performed prior to the event generated acceptable results with an acceptable percent coefficient of variation. A system check performed on the day of the event generated acceptable results although an elevated percent coefficient of variation was noted.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) performed preventive maintenance activities on the instrument. The fse cleaned the wheel, replaced the pipettor tip, and performed ultrasonic adjustment. A system check and high sensitivity system check were found to be within instrument specification following service. Quality control results were within the customer's established means and precision using a patient sample was recovered at 0.01 ng/ml across all repetitions. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. Although hardware issues were noted and may have contributed to the false positive accutni result, the cause is unknown and could not be determined.